Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The downstream occlusion sensor was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not infusion proper amount. The issue occurred during use with a patient. Patient initials was (B)(6), female, date of birth was (B)(6) 1962. Outcome of the event was delay in infusion therapy; probably not harmful, but not quite clear. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.